Event description:
It was reported that the programmer was unable to fully boot up, that it got hung up on the screen with the company logo. Running the service disk did not help. Technical services also recommended to the caller to try removing the keyboard and rebooting. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. As a result the printed circuit board was calibrated and the software was reloaded. It was also noted that the missing stylus was replaced and calibrated. (B)(4).